Event description:
It was reported that: bleeding post manta. Cutdown to left common femoral to remove manta. Additional information on 05dec2022: during an evar procedure on the (B)(6) 2022, 2 attempts were made to gain access in the left common femoral artery, but wire resistance was met , and fluoroscopy and micro puncture were utilized to eventually gain central access. Vessel size was 7.5mm with no reported calcification or tortuosity. The measured depth of the manta was 2.5+1cm. There were no issues advancing or withdrawing procedural sheaths. Blood pressure was 110/60 under anesthesia. 1000units of heparin and an unknown dose of protamine were administered intravenously during the procedure. Hemostasis was immediate but it was reported that soon after deployment, they noted heavy pulsatile bleeding from the groin. Pressure did not help with the bleeding and a complete cutdown and suture close was required to resolve. It was reported that the patient did very well and was fine post procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). One unit of 18f manta was returned. Manta was locked into the sheath. Blood particulates were noted. Lever was engaged. No components noted aside from suture wire. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure in the left common femoral artery. Prior to closure, heparin and protamine were administered, activated clotting time was not measured. A central positioned access was attained utilizing ultrasound, two sticks with wire resistance, then utilizing fluoroscopy for wire navigation. The arteriotomy was greater than 7.5mm, depth measurement of 2.5cm + 1cm, and no calcification or tortuosity present. No issues were encountered advancing or withdrawing procedure sheaths. Following deployment of the manta device to the measured depth, heavy pulsatile groin bleeding was noted. Pressures were applied however, unsuccessful in achieving hemostasis. The physician chose to do a surgical cut down, explant manta, and sutured to close the artery. The root cause of the bleeding post-deployment requiring surgical intervention potentially could be due to arterial damage that was created while attempting to gain access. However, due to insufficient information regarding the initial, deployment, and surgical intervention procedures, no information regarding positioning of the manta as seen during surgical intervention, no angiograms submitted for investigative purposes, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down is undeterminable. The patient outcome post-procedure was fine and did very well. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, as per the IFU, procedure preparation instructs to confirm via femoral arteriogram, single wall puncture in the common femoral artery.

Event description:
It was reported that: bleeding post manta. Cutdown to left common femoral to remove manta. Additional information on 05dec2022: during an evar procedure on the (B)(6) 2022, 2 attempts were made to gain access in the left common femoral artery, but wire resistance was met , and fluoroscopy and micro puncture were utilized to eventually gain central access. Vessel size was 7.5mm with no reported calcification or tortuosity. The measured depth of the manta was 2.5+1cm. There were no issues advancing or withdrawing procedural sheaths. Blood pressure was 110/60 under anesthesia. 1000units of heparin and an unknown dose of protamine were administered intravenously during the procedure. Hemostasis was immediate but it was reported that soon after deployment, they noted heavy pulsatile bleeding from the groin. Pressure did not help with the bleeding and a complete cutdown and suture close was required to resolve. It was reported that the patient did very well and was fine post procedure.